Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: incision enlarged. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The intraocular lens (iol) was not advancing correctly in the cartridge and got stuck in the eye. The surgeon proceeded to remove it and used the backup. The incision was enlarged and no additional information was received.